Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when they plugged in the gastrointestinal videoscope they got an error e216 (scope communication error code), then the monitor immediately showed a black image with red speckling. The processor was powered off and unplugged the scope. After restarting the processor and reconnecting the scope, the issue appeared to be temporarily resolved, and the image returned to normal. However, when the patient was brought into the procedure room, the monitor again displayed a black image with red speckling. At that point, the team made the decision not to proceed with that scope and replaced it with a different one for the procedure. The issue occurred during preparation for use. There was no patient injury reported.